Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber failed. The procedure was continued using a second fiber. It was reported that the second fiber "went on stand-by". The procedure was completed using a third fiber. Pt outcome: "no damages to the pt." This report is for the first fiber.

Manufacturer narrative:
Device code: (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild burnt on detritus. The outer flew tubing exhibited white substances at the open end. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.